Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to pain and discomfort. The device was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that although the pump did not perform within specifications, which could affect the functionality of the device, the product investigation is unable to confirm the reported allegations. The reported patient symptoms are known risks associated with inflatable penile prosthesis (ipp) procedures and are noted as such in the device instructions for use. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. No visual damages were found upon inspection. Under microscope examination it was observed that pump deflation ball was identified to be misaligned as it seated too far forward. The pump was functionally tested to confirm the functionality of device and did not pass the inflation cycling test. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to pain and discomfort. The device was explanted and replaced with a new ipp. No patient complications were reported.